Event description:
Medtronic clinical affairs concluded there is insufficient evidence in the report to determine if any adverse affects occurred as a result of the device use.

Manufacturer narrative:
Incorrect: there were no reports that any adverse affects to the pt occurred as a result of the device use. Should be: medtronic clinical affairs concluded there is insufficient evidence in the report to determine if any adverse affects occurred as a result of the device use.

Event description:
Ff/emt's responding to a pt in cardiac arrest. The device was connected to the pt and the analyze button pressed. According to the report, the device alarmed connect electrodes and wouldn't analyze the pt's rhythm even after checking connections and changing electrodes. Approximately 10 minutes later, paramedics with a lifepak 10 defibrillator/monitor arrived, connected to the pt through the already applied electrodes, observed a shockable rhythm and delivered approximately 5 shocks to the pt while loading up the pt and transporting him to the hospital ed. The pt was not resuscitated.